Event description:
An ethicon power stapler would not release after cutting tissue. The manual release had to be activated. Per reporter, this did not cause delay in procedure and there was no harm to the patient.